Event description:
Info was received that reported the pt was hospitalized in 2008, due to an incident of diabetic ketoacidosis. Per the reporter, the pt was hospitalized her blood glucose was 588 mg/dl. She was diagnosed with diabetic ketoacidosis and was treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
MFR completed the entire form. Eval summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within spec.